Event description:
It was reported that during a robotic sigmoid resection, the device came apart and the entire tissue pad came off of the device and fell into the patient. The tissue pad was retrieved from the patient and another like device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.